Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The consumer reported having the stomach flu which triggered a "severe" gastroparesis attack which lead to hospitalization. The implantable neurostimulator was 10 years old, so the consumer wanted the device checked. The indication for use included gastric stimulation. Troubleshooting, actions, and outcome remain unknown. Follow up was conducted to obtain additional information.